Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive on the intended area that was pressed on the lock screen. Reportedly, customer had to press above the number 2 of the "1,2,3" to unlock the touch screen. Customer's blood glucose was 80-120 mg/dl. During troubleshooting with tandem technical support, the issue was resolved.